Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Explant date - n/a. PMA 510(k): - this device is not cleared for distribution in the u.s.; however, it is similar to a device manufactured by zimmer biomet in the u.s. Under k915132.

Event description:
It was reported that the patient experienced pain in the left hip post-implantation. The patient was treated with medication.